Event description:
It was reported that the patient has been experiencing pain since having surgery. Patient states that the pain is located in his hip area. He also states that if he puts his finger on a specific spot on his hip, he is experiencing a burning sensation in that spot. Patient also has pain while walking. He states that the pain starts in his hip and radiates to the thigh. Patient went to a 2nd surgeon to get a second opinion.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as a right unknown stryker hip. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer .